Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red itchy rash under the lifevest equipment. The patient's physician advised patient to remove the lifevest for 24 hours due to the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.